Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead fracture. High impedances were observed and there were no exposed cables at the fracture site. The physician believed that the lead fracture was due to a MRI scan that had been performed. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the damage to the clik anchor occurred during the explant procedure and was not in the patient but was removed and disposed of by the physician. Additional suspect medical device component involved in the event: model: sc-4316 serial/lot: ni, description: clik anchor sc-2218-50, s/n (B)(4): the complaint has been confirmed. Visual inspection revealed that the lead was cleanly cut approximately 19 cm from the distal end. X-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Electrical tests could not be performed due to broken cables. Sc-2218-50, s/n (B)(4): as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-4316: the clik anchor has a torn eyelet with missing silicone material.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead fracture. High impedances were observed and there were no exposed cables at the fracture site. The physician believed that the lead fracture was due to a MRI scan that had been performed. The patient was doing well post-operatively.